Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer inadvertently cracked the pump touchscreen. The touchscreen was unresponsive. Customer's blood glucose was 192 mg/dl. Customer reverted to using an alternate method of insulin therapy.